Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-01. There was not a possible cause except the possibility that the leads might have possibly moved due to pt that the patient recently started. It could be re-scarring back in place?? Impedances were checked which all look good. The sensor was turned off. The patient states that the episodes are significantly reduced since it was first reported. The patient will monitor and let the rep know if the situation resolves. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient states that their stimulator is going in and out. The rep could not verify this. The event began a couple of months ago. The cause won¿t be known until someone sits down with the patient. They have not yet met at a healthcare professional (hcp) office. The patient was originally intended to meet with a rep on (B)(6) 2019. However, they just called to reschedule. No further complications were reported/are anticipated.